Manufacturer narrative:
D10: 264-22-11 - rbk ps tibial insert sz 2, 11mm: 2447402. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, a patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced instability and scans suggested poly wear. Intra-op findings showed wear on the tibial and patellar polys. The decision was made to revise the tibia and patellar components. All other prosthesis were considered to be well-fixed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.